Event description:
The customer reported that she was hospitalized due to high blood glucose levels, kidney failure and high blood pressure. The reported blood glucose reading was 739 mg/dl. It was also stated that the customer was involved in an automobile accident, and she was the driver. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.